Event description:
The customer reported that system has cut out about 3 times over the past couple of weeks during screening.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.